Event description:
It was reported that the lever was broken. There was no patient involvement and no reported patient injury.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Tamper seals on the bottom case and plunger assembly were found removed/broken. The left front corner of the case was chipped out and the bottom case seal was damage. The level was broken. No errors related to the reported issue were found during error history log review. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue is a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. Reference the following warning statement found in the important safety information section of the operators manual under the heading of warnings. Never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it. Also, reference the following warning statement contained in the safety features section of the operators manual under the heading maintenance and service and periodic maintenance dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it. Actions/repairs were done to correct the reported issue. The top case, bottom case and right plunger case were replaced. Preventative maintenance and all functional testing were performed.